Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, "ventilator inoperative" codes were observed. The device's system board was replaced to address the issues.